Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had a loose drive support cap. Customer's blood glucose level was 200 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a detached end cap, a missing end cap sticker, cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads, a broken belt clip slot at the battery tube threads, and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.